Manufacturer narrative:
Siemens has concluded investigation into discordant patient results when running the immulite 2000 xpi hcg assay. The limitations section of the instructions for use states the following: "heterophilic antibodies in human serum can react with the immunoglobulins included in the assay components causing interference with in vitro immunoassays. Samples from patients routinely exposed to animals or animal serum products can demonstrate this type of interference potentially causing an anomalous result. These reagents have been formulated to minimize the risk of interference; however, potential interactions between rare sera and test components can occur. For diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." This customer observed multiple non-reproducible discordant patient results when running the immulite 2000 xpi hcg assay with lots 455, 457 and 460. No issues were reported with immulite 2000 xpi hcg control performance. The discordant issue was seen on a subset of hcg samples tested on the system. The impacted samples were high and discordant when initially tested. The same sample tubes were repeated without re-centrifugation. The repeat immulite 2000 xpi hcg values were significantly lower and were considered accurate based on patient clinical status. Pre-analytics were investigated and sample handling recommendations were provided to the customer. Siemens reviewed instrument files but did not identify any sample or reagent level sense issue and no other instrument errors that would have caused the discordant results. Siemens local customer service engineer (cse) was provided an extensive list of instrument troubleshooting recommendations. The cse performed most of the recommended service, which included decontaminating the system. Post service, immulite 2000 xpi hcg precision was verified and found to be acceptable using both bio-rad qc and non-pregnant female samples. The customer continued monitoring immulite 2000 xpi hcg performance and found that the issue continued to occur. Troubleshooting water test results were provided to siemens and showed results exceeding the specification. Siemens recommended another system decontamination and use of a different water source. Following this request, customer discontinued use of the immulite 2000 xpi hcg assay. No additional troubleshooting will be performed for this issue. A product problem has not been confirmed.

Event description:
A customer obtained a number of immulite 2000 xpi human chorionic gonadotropin (hcg) results that were considered discordant when compared to repeat testing. It is unknown which results were provided to physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
Siemens healthcare diagnostics filed initial MDR 1219913-2021-00266 on may 17, 2021. Additional information - 2022-02-22. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated hcg results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting 2022 (B)(6) an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. In section h6, type of investigation, investigation finding, and investigation conclusion codes were updated based on additional information. Section h7 was updated to reflect a recall and section h9 was updated to include the correction/removal report number.